Event description:
Received information stating pt had experienced high bg's (367 mg/dl).

Manufacturer narrative:
No product has been returned for evaluation. Pt did not want to troubleshoot with tandem's technical support specialist.